Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Device identifier number is (B)(4). The neuromonitor basic kit was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00309. A physician reported that on (B)(6) 2020 (one week after icp sensor placement) the valve was showing a value of 500mmhg on the icp express. The icp sensor was pulled 1cm, but the value only decreased to 300 mmhg, it did not become 0 even if the icp sensor was pulled out, it only decreased to 260 mmhg. On (B)(6) 2020, the icp sensor and icp express were checked. However, it did not become 0, when the icp sensor and icp express were connected. The physician suspected of both icp sensor and icp express failure. Therefore, the sensor was removed, and the monitoring was discontinued after removal.